Event description:
Needle breakage. Customer reports that needle broke close to the swage. Surgeon states that part of the needle was imbedded in the iliac fossa and not free floating or near any vital structures. Dr. Further states that this should not be a problem. Incident resulted in increased surgery time and needle piece remains in situ.